Event description:
It was reported that this pacemaker exhibited farfield oversensing and noise in the non-boston scientific right atrial (ra) lead. This oversensing and noise led to an inappropriate mode switch and pacing inhibition. Technical services (ts) was consulted and recommended reprogramming options, isometrics, and pocket manipulation. This pacemaker remains in service. No adverse patient effects were reported.